Event description:
It was reported that an enterprise vrd (enf452812/10224240) migrated 4 days after placement. The indication for the procedure was ruptured basilar artery aneurysm with subarachnoid hemorrhage. The enterprise vrd was placed into the left posterior cerebral artery and basilar artery. After the procedure, the enterprise vrd position was stable with good wall apposition. The patient was brought back for a cta to follow-up on the subarachnoid hemorrhage 4 days later, and the enterprise vrd had migrated several mm¿s back into the basilar artery. The vrd was still covering the aneurysm and had good wall apposition. There was no patient injury, and no additional intervention was performed. The stent had been placed in a area of smaller to larger vessel, with the majority of the stent in the larger vessel. It was reported that the device had been prepped anf used as per the instructions for use (IFU).

Manufacturer narrative:
Complaint conclusion: it was reported that an enterprise vrd (enf452812/10224240) migrated 4 days after placement. The indication for the procedure was ruptured basilar artery aneurysm with subarachnoid hemorrhage. The enterprise vrd was placed into the left posterior cerebral artery and basilar artery. After the procedure, the enterprise vrd position was stable with good wall apposition. The patient was brought back for a cta to follow-up on the subarachnoid hemorrhage 4 days later, and the enterprise vrd had migrated several mm¿s back into the basilar artery. The vrd was still covering the aneurysm and had good wall apposition. There was no patient injury, and no additional intervention was performed. The stent had been placed in an area of smaller to larger vessel diameter, with the majority of the stent being in the larger vessel. It was reported that the device had been prepped and used as per the instructions for use (IFU). The device was implanted, therefore, not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10224240. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint could not be confirmed without device return or films. Based on the information provided, vessel characteristics may have contributed to the stent migration. The IFU warns that ¿a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration¿. There is no evidence to suggest that the migration was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). Information related to patient gender, age and weight were not provided. Additional information will be submitted within 30 days of receipt.